Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.9cm abdominal aortic aneurysm. There was mild tortuosity in the right iliac artery and moderate tortuosity in the left iliac artery. It was reported that a type iii endoleak, fabric near the flow divider was observed. It was thought that the type iii endoleak was device related. Hospitalization was required. A four vessel fevar with reversed limb repair was performed on an unknown date to resolve the type iii endoleak. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The four vessel fevar with reversed limb repair that was previously reported was not performed. The patient is on the waiting list for the procedure to be performed.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported endoleaks could not be determined from the films provided 6- ½ years post-implant. Pre-implant and earlier post-implant films were not available for review and comparison, and recent CT¿s were also not provided so a more complete anatomy assessment could not be performed. The proximal type I endoleak may have been caused by disease progression; neck dilatation. Contrast injection from above the suprarenal stents showed widespread contrast outside the stent graft completely filling the aaa sac, indicating a possible type I proximal endoleak. Recent angio images confirmed that the bifurcate proximal od was ~28mm, which is the nominal stent graft od, so there may have been a marginal proximal seal due to insufficient radial oversizing. The exact source and cause of the type iii fabric endoleak could not be determined. An endoleak of similar strength was again seen after the contrast injector was pulled into the bifurcate, indicating that there was likely an additional endoleak source, including a possible type iii fabric endoleak. The final angio image showed than the injector catheter appeared to have passed through the stent graft fabric from inside the bifurcate near the level of the flow divider, indicating that the catheter had likely passed through a fabric hole. Images of the catheter going through the fabric were not seen in the films provided, and the single image seen was with the gate aligned in the a-p orientation, so the precise radial location of the hole could not be determined. However, the location appeared to be near the proximal stents of the contralateral limb. It is therefore possible that the type iii fabric endoleak was caused by fabric abrasion from the underlying contralateral limb proximal stents. No appreciable stent graft angulation was seen in the location of this likely fabric hole, and review of returned kub images confirmed no stent fractures, no appreciable stent overlap, and no unusual stent profile was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. A proximal type I endoleak was observed and was determined to be caused by dilatation of the proximal aortic neck. An angiogram also revealed that there was a type iii fabric endoleak (midgraft hole). The event is ongoing, unresolved, and no further action is planned.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received that the patient had an intervention to treat the type iii endoleak. Fevar was performed with a device that had four fenestrations, resolving the event. The previously reported endoleak type ia is resolved. The investigator assessed the event as related to the endurant device, not related to the procedure. If information is provided in the future, a supplemental report will be issued.